Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5cm marking on the catheter body along a weld line. A kink impression is visible in the material around the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported by the customer, PICC fractured. Before commencing treatment, dressing observed to be wet around the site of the PICC. On flushing PICC it was noted to be leaking around site. On aspiration for venous return, bubbling noticed. Infusional services contacted and instructed to remove PICC. Additional information received 01/25/2023: device was used to administer chemotherapy. Additional information received 07/24/2023: corrections were provided by the customer regarding event details: the incident happened on the 22/12/22 but as that was over the christmas period and with staff off on annual leave it wasn¿t reported to bd until 20/02/23. Patient will require new PICC line. Drug details, fec-dtp. No delay in patient's treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, PICC fractured. Before commencing treatment, dressing observed to be wet around the site of the PICC. On flushing PICC it was noted to be leaking around site. On aspiration for venous return, bubbling noticed. Infusional services contacted and instructed to remove PICC. Additional information received 01/25/2023: device was used to administer chemotherapy.

Event description:
It was reported by the customer, PICC fractured. Before commencing treatment, dressing observed to be wet around the site of the PICC. On flushing PICC it was noted to be leaking around site. On aspiration for venous return, bubbling noticed. Infusional services contacted and instructed to remove PICC. Additional information received 01/25/2023: device was used to administer chemotherapy. Additional information received 07/24/2023: corrections were provided by the customer regarding event details: the incident happened on the (B)(6) 2022 but as that was over the christmas period and with staff off on annual leave it wasn¿t reported to bd until 20/02/23. Patient will require new PICC line. Drug details, fec-dtp. No delay in patient's treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refy1412 showed eight other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer, PICC fractured. Before commencing treatment, dressing observed to be wet around the site of the PICC. On flushing PICC it was noted to be leaking around site. On aspiration for venous return, bubbling noticed. Infusional services contacted and instructed to remove PICC.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The product returned for evaluation was 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed at the 5cm marking on the catheter body. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported by the customer, PICC fractured. Before commencing treatment, dressing observed to be wet around the site of the PICC. On flushing PICC it was noted to be leaking around site. On aspiration for venous return, bubbling noticed. Infusional services contacted and instructed to remove PICC. Additional information received 01/25/2023: device was used to administer chemotherapy.